Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge remained static after the fill estimate had been calculated and then would suddenly begin to decrease. There was no reported impact to the customer's blood glucose level. At the time tandem customer technical support (cts) was contacted, the customer was unable to troubleshoot with them. Although requested, the customer did not provide any further information.